Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and observed irregular buffer dispense. The fse identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false ion selective electrolyte (ise) patient results for sodium (na), and chloride (cl) with negative anion gap results for two (2) patients on their au5800 chemistry analyzer. The customer stated that the instrument generated current 3581 l stability error on cell #1 calibration at the time of the event. The customer repeated the sample on another analyzer with results considered correct. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided example data for na and cl results.